Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.75x32mm synergy drug-eluting stent was advanced for pre-dilatation. However, when the device inserted up to the lesion area, resistance was felt midway and the device was unable to cross. When it was pulled out, the stent mid part was found to be lifted. The procedure was completed with a different device. No patient complications were reported.